Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 2 was not detected on bus and there were no lights on pyxis module control (pmc) board. A field service engineer (fse) removed and replaced the pmc half height board in drawer 2 and verified that all cables were properly connected. All pyxis bus cables were reconnected, and the station was powered back on to resolve the issue. All light emitting diode (led) indicator lights on the pmc boards were illuminated and functioning properly and all drawers and cubies were detected on bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure occurred due to an electrical cable issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.